Event description:
Additional information received indicates that the lead had pulled out of the sacral foramen. Correction: the surgery took place on (B)(6) 2024.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced inadequate coverage from the sacral lead due to the lead location, the lead was not entirely in the foramen. Reportedly, at the perm implantation, the physician was unable to implant the lead at the desired location. As such, surgical intervention took place on (B)(6) 2024 wherein the sacral lead was explanted, and a new lead was implanted at the desired location to address the issue. Reportedly, patient has stimulation at the desired area and adequate therapy was restored post op.